Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that the device entered backup mode due to hv charging after the battery had depleted to levels below eol. Based on all available parameter and usage information, device longevity was found to be normal. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the emergency room after receiving a vibratory alert, the device was found to be in backup vvi mode. The device was explanted and replaced when normal eri was met. The patient will continue to be monitored remotely.